Manufacturer narrative:
Device evaluation: 1 unit of lot: c2174167 of zfv6-125-10-12.0 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 september 2025. Observations from the lab evaluation were as follows; 0.035 inch wire guide returned in device. Red safety tab returned in place. Stent observed to be partially deployed. Metal cannula observed to be slightly curved/bent. Kink observed directly below white connector cap. Delivery system examined and no other issues/damage observed. White distal tip examined and no issues/damage observed. Wire guide returned with device, removed from device with no issues. Device flushed with no issues. Cirl 0.035 inch wire guide passes through device with no issues. Stent deployed with no issue. Stent examined - no issues noted. Device functioned as intended. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instructions for use (ifu0058). Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required through the investigation it was determined that using the zfv6 device in the biliary duct is abnormal use and the stent malfunction would be due to the abnormal use of the device as it is not designed or tested for use in the bile duct. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to abnormal use. As per medical advisor and engineering using the zfv6 device in the biliary duct is abnormal use and the stent malfunction would be due to the abnormal use of the device as it is not designed or tested for use in the bile duct. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: no adverse effects were detailed due to this occurrence. A new stent was deployed. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure of sliding mechanism, malfunction stent taken out, new stent deployed. 1) details of access sheath used (name, fr size, length)? Ans: avanti sheath- maerit medical 7 fr 11cm. 2) was the product inspected for kinks or damage before use? N/a, yes, no. Ans: yes. 3) was the device used percutaneously? N/a, yes, no. Ans: yes. 4) details of the wire guide used (name, diameter, hydrophilic)? Ans: amplatz stiff guidewire 0.35. 260cm and non-hydrophillic. 5) did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a, tortuous, calcified, altered. Ans: normal anatomy. 6) was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. Ans: yes. 7) was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. Ans: yes. 8) was the approach ipsilateral or contralateral? N/a, ispilateral, contralateral (if contralateral, was the bifurcation angle steep? N/a, yes, no). Ans: contralateral. 9) did the tip of the delivery system cross the target location? N/a, yes, no. Ans: yes. 10) was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no. Ans: yes. 11) was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no ans: no. 12) was the handle pulled towards the hub during deployment? N/a, yes, no. Ans: yes. 13) was the delivery system pushed during deployment? N/a, yes, no. Ans: no. 14) was the stent fully deployed from the delivery system prior to removal of the delivery system? N/a, yes, no. Ans: no 15) did the patient have any pre-existing conditions? N/a, yes, no (if yes, please specifiy). Ans: maligant billiary stricture. 16) were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (please specify if yes). Ans: kink.